Manufacturer narrative:
The used company iii (d) cartridge was returned in the opened pouch for lot# 32701951. Viscoelastic is dried in the cartridge. A large aneurysm is observed which starts in the thick nozzle area. As the aneurysm, progresses it causes a split in the thinner tip area. Heavy stress is also observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. It is unknown if a qualified lens model/diopter was used. The viscoelastic indicated is not qualified for monarch cartridge use. The reported cartridge damage was observed. The root cause may be related to a failure to follow the dfu. A non-qualified viscoelastic was indicated. The viscoelastic indicated is not qualified for monarch cartridge use. The dfu instructs to use a viscoelastic that has been qualified with the company delivery system. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. A large aneurysm is observed which starts in the thick nozzle area. As the aneurysm, progresses it causes a split in the thinner tip area. Unusually high internal forces would be needed to create damage in this area. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the event occurred in the patients right eye and there was no patient contact with the device. There was no patient impact.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the distal portion of the cartridge cracked. The device was exchanged. Additional information has been requested.